Manufacturer narrative:
(B)(4). Correction number: 1627487-07262012-001-c. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-01864. The patient reported he experienced scs ipg pocket heating while charging. The next course of action is undetermined at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01864. Follow up information identified the patient underwent surgical intervention where the ipg was replaced with a new one. (Reference MFR 1627487-2016-03252 for depleted ipg)